Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the high heart rate yellow alarm inhibited itself (small yellow bell crossed), when the healthcare assistant and the nurse were in the room while the patient was being washed. It never turned back on despite the patient's high heart rate. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted a philips authorized biomedical engineer (biomed) who indicated they evaluated the mx550 bedside monitor, as a user and technician, and the monitor appeared to work fine. Requests were made to obtain the logs for this event, however, no logs were able to be provided. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but could not be ruled out.